Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va0vgl0 serial# implanted: explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: 2015-(B)(6)explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's weight was unknown. The rep also responded a few days later saying that they received an email stated the patient was scheduled for replacement of their left side dbs lead and lead extender on (B)(6) 2018. There were no further complications reported.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va0vgl0, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Analysis revealed that the lead's conductors were broken 10cm from the connector area if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3387s-40 lot# va0vgl0 serial# implanted: explanted: product type lead product ID 3708660 lot# serial# (B)(4) implanted: 2015-(B)(6)explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's left side lead was fractured by x-ray. The patient also reported intermittent therapy benefit. The lead was tested for abnormal impedances. The lead was going to be removed and the patient would be re-implanted at a future date, but the date was not known at the time. The lead was disconnected from the extension and when tested had shown high impedances on all contacts. The product also was still implanted and was out of service. There were no further complications reported.

Manufacturer narrative:
Correction to show patient weight. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, ubd: 16-mar-2019, UDI#: (B)(4) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a return of rue tremor and had a marked increase in therapy impedance (1188 ohms to 2381 ohms). The patient also had intermittent paresthesia in their right face/arm. They recently had a fall. The story was suggestive of an open circuit of their left dbs device. An xray was performed and there was no obvious fracture in their device, however a fracture was not ruled out. Their left lead connector had slipped and was now located in their neck. It was unknown if the fall caused this movement or if it had been there for some time as there was no old imaging for comparison. This put the patient at an increased risk of fracture in the future. As the patient indicated their paresthesia continued to be bothersome, they were scheduled for a replacement of their left dbs extension on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.